Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient¿s cgm was reading 7.6 mmol and the bg meter was reading 2.9 mmol. The patient did not report symptoms; however, she consulted with a doctor, as she was on vacation and nervous about the inaccuracy. It was reported the doctor visited with the patient and administered a glucagon injection. The patient was not taken to the hospital. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.